Event description:
The pt experienced a return of symptoms. A cap (catheter access port) procedure was attempted. They had difficulty aspirating fluid through the cap. The procedure was aborted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).